Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was no troubleshooting done. No cause was known. No action/interventions were taken. It was unknown if the issue was resolved. The patient weight was unknown.

Manufacturer narrative:
Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor. It was reported that the patient had a lack of efficacy and started 6 months within implant. The rep met with the patient and performed an impedance check. Therapy impedances were >4000 ohms. Electrode impedance were15 microamps. The implant is on. Status is ok, voltage is at 2.60v. Electrode settings for both left and right side are at 1.5 v, 210 us, 30 hz. No further complications were reported or anticipated with this event.